Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified broken shell, red particles and the device was found to be underweight. A visual and microscopic analysis was performed which identified sharp broken opening on radius due to a surgical impact opening, as well as stress marks in the shell and missing shell. A dimension measurement of the shell was performed which identified the thickness to be within specification. Based on the device analysis the final assessment is a sharp broken on radius due to a surgical impact opening, and missing shell due to inconclusive.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation due to pain and rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported left side "rupture" and "pain." Device remains implanted.